Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that during the implant procedure for this subcutaneous implantable cardioverter defibrillator (s-ICD) system, when the automatic set-up was performed, all vectors showed as failed. The device was repositioned and auto set-up then showed the primary and secondary vectors were passing. This was confirmed three times prior to proceeding to the defibrillation threshold (dft) testing. The first dft test failed to induce the patient after 8 seconds and again after 10 seconds; the patient remained in sinus rhythm. A commanded shock was delivered and produced a normal impedance measurement of 60 ohms. It was noted the patient was not on any anti-arrhythmic medications. The patient was sent for x-rays to confirm appropriate system placement. Three days later, device optimization was performed and the programmer indicated that all vectors failed and optimization could not be completed. A review of the implant x-rays found the system placement was optimal and the physician planned to reposition the electrode from the left to the right side of the sternum. The next day, optimization was again attempted and again showed all vectors failed; the electrode was repositioned as planned. During suturing, the automatic set-up was performed and the primary and secondary vectors showed as passing. The induction was done, with the first induction failing to induce the patient but the second attempt was successful. The induced ventricular fibrillation (vf) was detected and the delivered shock successfully converted the patient, with a normal shock impedance measurement of 55 ohms. The patient was sent to recovery, where optimization was performed. Once again, the programmer showed all vectors failed in both supine and sitting postures. Despite troubleshooting, no passing vectors were produced. The implanting physician was consulted, and a full system extraction was performed. The device and electrode were expected to be returned for analysis. The patient will be scheduled for implant of a transvenous ICD system in the near future. All available device data and x-rays from the implant, electrode repositioning, and induction testing were submitted to technical services for evaluation.

Event description:
It was reported that during the implant procedure for this subcutaneous implantable cardioverter defibrillator (s-ICD) system, when the automatic set-up was performed, all vectors showed as failed. The device was repositioned and auto set-up then showed the primary and secondary vectors were passing. This was confirmed three times prior to proceeding to the defibrillation threshold (dft) testing. The first dft test failed to induce the patient after 8 seconds and again after 10 seconds; the patient remained in sinus rhythm. A commanded shock was delivered and produced a normal impedance measurement of 60 ohms. It was noted the patient was not on any anti-arrhythmic medications. The patient was sent for x-rays to confirm appropriate system placement. Three days later, device optimization was performed and the programmer indicated that all vectors failed and optimization could not be completed. A review of the implant x-rays found the system placement was optimal and the physician planned to reposition the electrode from the left to the right side of the sternum. The next day, optimization was again attempted and again showed all vectors failed; the electrode was repositioned as planned. During suturing, the automatic set-up was performed and the primary and secondary vectors showed as passing. The induction was done, with the first induction failing to induce the patient but the second attempt was successful. The induced ventricular fibrillation (vf) was detected and the delivered shock successfully converted the patient, with a normal shock impedance measurement of 55 ohms. The patient was sent to recovery, where optimization was performed. Once again, the programmer showed all vectors failed in both supine and sitting postures. Despite troubleshooting, no passing vectors were produced. The implanting physician was consulted, and a full system extraction was performed. The device and electrode were expected to be returned for analysis. The patient will be scheduled for implant of a transvenous ICD system in the near future. All available device data and x-rays from the implant, electrode repositioning, and induction testing were submitted to technical services for evaluation. Technical services discussed steps that can be taken if this situation arises again, such as sending data evaluate vector scores, manually picking the best vector, and enrolling the patient in latitude for closer monitoring and data reviews.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.